Manufacturer narrative:
(B)(4).

Event description:
Patient's grandfather contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's grandfather did not report injury or medical intervention.